Event description:
It was reported "pump "completely shut off and back on randomly". Additional information states that the pump console was not swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "pump "completely shut off and back on randomly". Additional information states that the pump console was not swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iabp "completely shut off and back on randomly" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.